Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had previously exhibited high out of range pace impedances of more than 2,000 ohms and had high threshold output settings. The lead was then reprogrammed to a different lv pace vector which caused a drop in impedance. Boston scientific technical services (ts) recommended evaluating the lv pace vectors and the output settings. The health care provider noted that the device is nearing explant and plans to address the high threshold measurements on the lv lead during the changeout. The lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received that this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.